Event description:
It was reported that right ventricular (rv) lead exhibited abrupt high out of range shock impedance measurements. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).